Event description:
A patient reported blood glucose results of "504 mg/dl and 122 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The check strip test passed within specs. The test strips and control solution are being replaced.